Manufacturer narrative:
Investigation: visual inspection revealed that the top electrode was bent upwards. There was no evidence of blood. Based upon the visual observations, the reported complaint for "bisector tips bent" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vv7 bisector tips were bent out of box. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.